Event description:
Evaluation summary: the distal tip was flared. There were a number of slight kinks along the distal shaft immediately proximal to the balloon bond. A number of struts on the first three proximal stent segments were raised and deformed. The remaining segments were intact. The proximal pillow folds were opened and disturbed.

Event description:
It was intended to use a resolute integrity 2.25 x 22 mm rx drug eluting stent to treat a very tortuous and severely stenosed lesion in the om vessel. The device had been prepped before use. Vessel resistance was noted but force was not used. During positioning the physician could not get the stent to cross. Physician then used an unknown ptca and made a second attempt to position the device but this was also unsuccessful. On removal of the device it was discovered that the struts of the stent were damaged. The procedure was completed using another unknown stent. No other clinical sequelae reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patients condition affected effectiveness of the device (lesion morphology). No results available since no evaluation was performed (device or procedural images were not returned for review). Evaluation conclusions: inherent risk of procedure (stent deformation). Device failure related to patients condition (lesion morphology). Unable to confirm complaint (device or procedural images were not returned for review). (B)(4).